Event description:
It was reported during a meeting with the patient it was found the scs system patient controller was displaying "replace generator. The generator has reached the end of its service" message. Upon evaluation of the patient's scs system it was determined the patient's scs ipg battery had depleted. Surgical intervention to replace the patient's scs ipg would be necessary.

Manufacturer narrative:
Based on the information received, the cause of the reported incident is consistent with the battery at or nearing end of service.

Manufacturer narrative:
Corrected data: - device code.